Manufacturer narrative:
This is 5 of 13 MDR submissions. Reference #: mw5182979, mw5182980, mw5182981, mw5182982, mw5182984, mw5182985, mw5182986, mw5182987, mw5182988, mw5182989, mw5182990, mw5182991. This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer declared: "I experienced repeated false hypoglycemia alerts from a freestyle libre 3+ continuous glucose monitoring system. The device persistently reported glucose values in the 50¿60 mg/dl range, triggering crisis alarms, while contemporaneous fingerstick testing using an accu-chek guide me meter showed glucose values of approximately 90¿102 mg/dl. These false alerts occurred multiple times, including during active court proceedings, creating a false emergency signal and potential risk of inappropriate clinical response. On (B)(6) 2026, I contacted abbott regarding this malfunction. Abbott authorized expedited replacement of 13 freestyle libre 3+ sensors. Abbott delivered a fedex shipment under tracking ID. Upon receipt and inspection, the shipment contained only 3 sensors, not the authorized 13. The shipment therefore did not complete the authorized remediation. I attempted to submit this issue through abbott¿s product safety/medical device portal, but the submission function was disabled without explanation." It is unknown whether the customer noted a trend arrow on the device. There was no report of emergent intervention for the reported issue. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.